Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date or 510k number without the product information.

Event description:
The customer alleged that he performed a control test using his contour system and received a result of 223 mg/dl. A normal control range was not provided, but should be around 106-147 mg/dl. While customer service was attempting to obtain product information, the customer ended the call. No product will be returned.